Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d6a, g3, g6, h2, h6, h10, h11. No stem, cup or bearing were returned for evaluation. A review of the device manufacturing records of the stem, cup and bearing could not be performed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Sulox-hd 32 l 12/14 item# 17.32.07 lot# 3168148. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure, and subsequently, approximately 22 months post implantation, underwent a revision surgery due to acute pain in left hip with ulnar movement restriction. No trauma, no jump from a great height. Due diligence is in process and no further information on the reported event has been provided.

Event description:
It was reported that a patient had a left total hip arthroplasty. Subsequently, approximately 22 months post implantation the patient was revised due to pain and movement restriction. No further details or outcomes provided. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d1, d10, g3, g6, h2, h6, h10, h11. D10. Sulox-hd 32 l 12/14 item# 17.32.07 lot# 3168148. Unknown allofit s it cup 50 item# unknown lot# unknown. Unknown pe liner 50/32 item# unknown lot# unknown.